Event description:
It was reported that during implant and following placement of the right atrium (ra) lead with acceptable measurements, the doctor decided to reposition the lead for better anatomical placement in the ra. It was also reported there were four different attempts to place the lead at different ra location, however the lead would not maintain position and dislodged when removing the j-stylet. The ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the lead was stretched. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead had been stretched, so the inner tubing buckled and it prevents the helix from functioning properly.

Event description:
It was reported that during implant and following placement of the right atrium (ra) lead with acceptable measurements, the doctor decided to reposition the lead for better anatomical placement in the ra. It was also reported there were four different attempts to place the lead at different ra location, however the lead would not maintain position and dislodged when removing the j-stylet. The ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.